Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: we wish to inform you that an incident has occurred involving the following medical device: luer lock plastipak 20ml 3-piece syringe, reference 300629, batch number 14378904 this incident, which occurred on (B)(6) 2025, was reported by the urcc department of the cité sanitaire de saint-nazaire. Description of the incident: during preparation (daratumumab), the pphs noticed a white deposit on the silicone plunger of the syringe. Consequence: use of another syringe. Number of devices involved: 1.

Manufacturer narrative:
One photo and one physical sample was provided to our quality team for investgiation. Through visual inspection, a white deposit is observed on the stopper of the syringe. Characterization testing was performed and identified the particles are consistent with polypropylene particles mixed with silicone. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Machines routinely undergo proper maintenance and cleaning. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, as the lot involved in this incident is unknown, a device history review cannot be performed. Although no direct manufacturing issue was identified, the particles likely originated during product movement within the assembly equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.